Manufacturer narrative:
(B)(4). The manufacturing records were reviewed and no discrepancies were found. Device met release criteria.

Event description:
It was reported that during an open sigmoidectomy, a cartridge could not be loaded into the device at the 2nd firing. The cartridge pan of a previous cartridge was left in the jaw. There was no patient consequence.